Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00681. It was reported the patient was admitted to the hospital due to an infection at the scs lead site. Subsequently, the patient's scs system was removed. The patient remained in the hospital and was administered IV antibiotics. Follow up information received identified the infection had resolved.